Event description:
Fd&c blue no. 1 absorption form enteral feeding previously reported. Reported again here as communication by FDA. Indicated only 4 dye absorption cases known to FDA suspect this case not accessible within FDA despite prior report of case. This is 1 of 2 cases detailed in new england journal of medicine 2000;343-140: 1047-8. Pt with chronic renal failure was hospitalized for congestive heart failure and confusion. Hemodialysis and nasogastric feeding were initiated. Nosocomial pneumonia with sepsis was attributed to aspiration, prompting addition of fd&c blue no. 1. 5-15 ml from a multiuse bottle to enteral feeds as a bedside aspiration monitor hospital day 19. The pt was stable until 2 days later when their skin and serum turned green. Pt died of refractory hypotension and acidosis that day.